Event description:
The phoenix atherectomy catheter was used to treat a calcified lesion in the posterior tibial vessel. De-bulking was performed but the physician was unable to cross the lesion. The phoenix catheter was removed. An angiogram was performed and the distal tip of the wire was observed in the tibial vessel separated from the wire. The physician attempted to snare the separated tip but ultimately stented the location, capturing the separated tip between the stent and vessel wall.

Manufacturer narrative:
(B)(4). The lhr for the catheter was reviewed and no deviations or nonconformities were noted. The device was not returned for evaluation. However, additional information was gathered from the site and it was determined that a torque device was not used to secure the guidewire while running the phoenix catheter. If the guidewire is not properly secured, friction between the catheter and guidewire can cause the guidewire to rotate, eventually leading to guidewire damage. Per the IFU, the proximal end of the guidewire should be secured whenever the phoenix catheter is powered on. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.